Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The nurse noted that a change out procedure will not be scheduled at this time per the patient's request. It was further noted that the patient's ejection fraction had improved to 60 percent. The ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The nurse noted that a change out procedure will not be scheduled at this time per the patient's request. It was further noted that the patient's ejection fraction had improved to 60 percent. The ICD remains in service and no adverse patient effects were reported. Additional information was received that the patient was lost to follow-up and presented to the emergency room for an unspecified reason. Upon interrogation of the ICD a code 1003 appeared and when cleared a message indicating voltage too low for projected remaining capacity appeared. However, the rep was not able to proceed any further and the device was not pacing. Technical services (ts) was consulted and discussed that the device was likely beyond end of life (eol). A revision procedure was performed where the device was explanted for premature battery depletion. A new device was successfully implanted and no additional adverse effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected. Based on the memory log the device battery voltage the device was in storage mode with no therapy available. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The nurse noted that a change out procedure will not be scheduled at this time per the patient's request. It was further noted that the patient's ejection fraction had improved to 60 percent. The ICD remains in service and no adverse patient effects were reported. Additional information was received that the patient was lost to follow-up and presented to the emergency room for an unspecified reason. Upon interrogation of the ICD a code 1003 appeared and when cleared a message indicating voltage too low for projected remaining capacity appeared. However, the rep was not able to proceed any further and the device was not pacing. Technical services (ts) was consulted and discussed that the device was likely beyond end of life (eol). A revision procedure was performed where the device was explanted for premature battery depletion. A new device was successfully implanted and no additional adverse effects were reported.